Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after 2 months of being implanted. The icm has been returned. No new device was implanted. No adverse patient effects were reported.